Event description:
New information received notes low pacing lead impedance was observed. The lead was explanted.

Event description:
It was reported that an asymptomatic patient presented for follow-up, fluoroscopy revealed externalized conductors. All electrical measurements were normal. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Internal insulation abrasions were found at 13.7-14.2cm and 16.0-16.5cm. External insulation abrasions were found at 7.5-8.2cm and 9.5-9.6cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were found between 8.5cm and 16.9cm from the distal tip. Insulation and conductor damage was found at 28.9-30.0cm from the distal tip, consistent with clavicle crush damage. The rv and svc conductor insulation were abraded. This is consistent with the observation from the field of low lead impedance.